Manufacturer narrative:
B5. Event description - correction - inadvertently did not include information on supplemental MDR #3 submitted.

Event description:
Product was received by manufacturer and underwent product analysis . An interrogation, a system diagnostic test, an output waveform measurement, a vbat calculation (shows an ifi=no condition), and a battery life calculation were performed. There were no performance, or any other type of adverse conditions found with the pulse generator. No anomalies were seen, and the device performed according to functional specifications.

Event description:
A decoder review was performed from the data provided. There was data on (B)(6) 2021 ¿ on (B)(6) 2022 with missing dates in between. Review of the decoder showed that on (B)(6) 2022, the battery voltage showed 2.856 which is indicative of 25% indicator being seen. This would mean that there is roughly 75% battery remaining which is confirmed by looking at the diagaccum consumed value which shows 70.859% of the battery has been consumed. No impedance issues were noted. No anomalies were found within the decoder indicating that the device depleted prematurely. Additional information was also received that patient was replaced prophylactically. Explanted product has not been received to date.

Manufacturer narrative:
B6. Relevant data - correction - inadvertently did not include patient settings in the initial MDR submitted.

Manufacturer narrative:
B6. Relevant data - correction - inadvertently did not include patient settings in the initial MDR submitted. Supplemental #1 failed due to a ¿duplicate report¿, therefore this supplemental report is a duplicate of supplemental #1 report to ensure the information is successfully submitted to the FDA. A ¿passed¿ acknowledgement was not received from the FDA for supplemental #1 due to the esg outage that occurred between on (B)(6) 2023 ¿ on (B)(6) 2023.

Event description:
A decoder review was performed from the data provided. There was data on (B)(6) 2021 ¿ on (B)(6) 2022 with missing dates in between. Review of the decoder showed that on (B)(6)2022, the battery voltage showed 2.856 which is indicative of 25% indicator being seen. This would mean that there is roughly 75% battery remaining which is confirmed by looking at the diagaccum consumed value which shows 70.859% of the battery has been consumed. No impedance issues were noted. No anomalies were found within the decoder indicating that the device depleted prematurely. Additional information was also received that patient was replaced prophylactically. Explanted product has not been received to date.

Manufacturer narrative:
D9. Device available for evaluation - correction - inadvertently did not include product return and return date on previous supplemental MDR. H3. Device evaluated - correction - inadvertently did not include that product was not evaluated and did provide code 02 on previous supplemental MDR.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the physician that the patient was seen in clinic and battery was found to be at 11-25%. The battery was reported to have lasted much less time compared to previous implants that they had and physician questioned longevity of the battery. No known surgery has occurred to date. No additional relevant information has been received to date.